Event description:
It was reported that the patient presented in clinic with noise reversion on the atrial lead. The electrograms revealed noise; the lead was fractured. The lead was explanted and replaced. The patient was fine post procedure.